Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male pt (age not provided), initials unknown with osteoarthritis (kellgren and lawrence grade 4 in both knees and mild prior effusion in right knee). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous treatment with two courses of synvisc (hylan g-f 20) in right knee and one course of synvisc in left knee (the pt's age at the time of first synvisc injection was (B)(6)). On (B)(6) 2007, the pt initiated treatment with first injection of third course of intra-articular synvisc into the right knee and first injection of second course of synvisc into the left knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2007, the pt developed synovitis of both knees. On an unspecified date in 2007, the pt received treatment with depo-medrol (methylprednisolone acetate) at a dose of 01 cc for the event of synovitis of both knees. The action taken with synvisc was not provided. The outcome for the event of synovitis of both knees was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of both knees was mild. The reporting physician assessed the relationship of synvisc with the event as definitely related. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 15-apr-2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.